Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article titled "clinical and echocardiographic predictors of the anterior mitral leaflet repair failure". Summarized patient outcomes/complications of tailor flexible annuloplasty ring were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, chronic obstructive pulmonary disease, diabetes mellitus, hyperlipoproteinemia, hypertension, smoking history, heart failure. Complications reported included unexpected medical intervention (medication), mitral regurgitation, bleeding, pleural effusion, cerebrovascular insult (stroke), atrial fibrillation, heart block, wound infection, lack of effect; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
N/a

Event description:
The article, "clinical and echocardiographic predictors of the anterior mitral leaflet repair failure", was reviewed. The article presented a retrospective, single center study to analyze preoperative clinical and echocardiographic characteristics in patients with isolated anterior mitral leaflet prolapse and to define possible predictors that are affecting repair durability in patients with aml prolapse. Devices included in the article were sjm saddle ring, sjm seguin ring, ce physio I ring, ce classic ring, medtronic duran ancore, and sjm tailor ring. The article concluded that better long-term repair durability in patients with anterior mitral leaflet prolapse and preserved sinus rhythm and left-ventricle diameters justifies early reconstructive approach. [The primary and corresponding author was bogdan okiljevic, clinic for cardiac surgery, institute of cardiovascular diseases dedinje, 11000 belgrade, serbia, with corresponding email: bogdanokiljevic@gmail.com] the time frame of the study was from january 2010 to march 2021. A total of 129 patients were included in the study, of which 90 (69.8%) received an abbott device. In the aml group, the average age was 54.78 years and the majority gender was male. In the posterior mitral leaflet (pml) group, the average age was 55.4 years and the majority gender was male. Comorbidities included atrial fibrillation, chronic obstructive pulmonary disease, diabetes mellitus, hyperlipoproteinemia, hypertension, smoking history, heart failure.

Manufacturer narrative:
B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled "clinical and echocardiographic predictors of the anterior mitral leaflet repair failure". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.